Event description:
Reported by clinical nurse specialist: during insertion of percutaneous lines, lines (x2), were noted to have hard to remove stylets. One ruptured the catheter upon pulling the stylet. Line was repaired by cns. Line remains in pt.